Manufacturer narrative:
Multiple attempts to obtain additional information were made. The serial number was requested but not provided. Without the serial number, the device manufacturing date and expiration cannot be obtained. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 53 months post-implant of this bioprosthetic valve in a patient with a dilated root and bicuspid aortic valve, the valve was replaced due to moderate aortic regurgitation.